Manufacturer narrative:
Summary evaluation: no other complaints for this lot. The sample was not receive yet; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because the sample has not been received yet, the complaint could not be confirmed, and the root cause cannot be determined at this stage. (B)(4).

Event description:
A physician reported that during a glaucoma filtration device (gfd) implant procedure, when the device was implanted into the patient's eye, the guide was broken in the eye. The device was removed immediately and a replacement was implanted. According to the physician, there was no harm to the patient. Additional information was requested.

Manufacturer narrative:
Product evaluation: the sample was received for investigation: the delivery system (ds) wire was fully depressed. The ds wire was fully pulled in and did not protrude from the cannula opening. The ds was examined by manufacturing, science &technology (ms&t) head and found to be intact, no signs of breakage. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. The ds was fully depressed performing its functionality - releasing the shunt. Therefore, the complaint cannot be confirmed, and the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).